Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that a device was implanted with a passive lead with appropriate sensing and threshold measurements. On the day of the implant, pacing with no capture was observed. The physician tried to program the highest amplitude value and unipolar pacing mode but it resulted with no capture. The device reported a threshold measurement problem. The physician decided to implant a new active fixation lead. Sensing and threshold were appropriate as measured through the analyzer. The new lead was connected to the pacemaker but no capture was observed on the electrocardiogram. The pacemaker was explanted and replaced with a new device which functioned properly. No patient complications have been reported as a result of this event.